Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the nexgen cr-flex and lps-flex fixed bearing knee package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known tka risk. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info b received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. The info provided on this form was previously submitted under manufacturing report number 1822565-2014-01761.

Event description:
It is reported that the pt was revised due to loosening.